Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Event description:
Boston scientific received a device memory disk for analysis in response to a safety communication that was issued on (B)(6) 2006 for this device model. Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicated that this device was depleting prematurely and would need to be replaced earlier than estimates provided in product labeling. On (B)(6) 2006, guidant (now boston scientific) issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, boston scientific has not received the device nor confirmed the reported premature depletion is related to performance of a capacitor.

Manufacturer narrative:
This report will be updated if additional information is received. Subsequently, the patient's health care provider reported the device had been explanted. No additional information was provided.